Manufacturer narrative:
Section h6 evaluation code: conclusion code (annex d) removed d02 and add d01 issue identified during product analysis. H3: device evaluation summary:updated due to additional evaluation of returned part medtronic conducted an investigation based upon all information received. It was reported that this ht70 ventilator turns off during self-test and it will not turn on. The device was available for evaluation. The service personnel (sp) inspected the ventilator, confirmed the ventilator shutdown on its own and replaced the main control board. The ventilator passed all calibrations and tests per manufacturer specifications at the time of service. One main control board was returned to medtronic for failure investigation. During inspection the c92 capacitor was found to be crac ked. If a failure of the c92 capacitor occurs while in use on a patient, the ventilator response would be a loss of ventilation to the patient. The cause of the event was isolated to a faulty c92 capacitor on the main control board. There is an existing previous internal investigation regarding this issue. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Issue identified during product analysis. H3: device evaluation summary: medtronic conducted an investigation based upon all information received. It was reported that this ht70 ventilator turns off during self-test and it will not turn on. The device was available for evaluation. The service personnel (sp) inspected the ventilator and confirmed the ventilator would not turn on. To solve the issue, sp replaced the main control board. The ventilator passed all calibrations and tests per manufacturer specifications at the time of service. One main control board was returned to medtronic for failure investigation. During visual inspection the c92 capacitor was found to be cracked. No further testing was performed. If a failure of the c92 capacitor occurs while in use on a patient, the ventilator response would be a loss of ventilation to the patient. The cause of the event was isolated to a faulty c92 capacitor on the main control board. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it has met all medtronic quality specifications. The event is included in a trending and monitoring plan. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that this ht70 ventilator turns off during self-test and it will not turn on. The ventilator was not in use on a patient at the time of the reported event.